Manufacturer narrative:
Argus case us2020189247.

Event description:
I drank a little bit of it, will that harm me? [Accidental device ingestion] I put one tablet in a coffee cup, I went to pick up my coffee and I drank a little [wrong technique in device usage process] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 83-year-old female patient who received denture cleanser (polident 3 minute) tablet (batch number y554, expiry date 8th march 2023) for dental cleaning. Concurrent medical conditions included diabetes. On an unknown date, the patient started polident 3 minute. On an unknown date, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and wrong technique in device usage process. The action taken with polident 3 minute was unknown. On an unknown date, the outcome of the accidental device ingestion and wrong technique in device usage process were unknown. It was unknown if the reporter considered the accidental device ingestion and wrong technique in device usage process to be related to polident 3 minute. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information received via call center representative on (B)(6) 2020. The consumer reported, "I have the 3 minute polident cleanser for dentures, I put one tablet in a coffee cup, I went to pick up my coffee and I drank a little bit of it, will that harm me? I am drinking my coffee now. Yes, it was just a small amount, that is ok I am sure I would feel it by now. I am not even for sure if I drank it or not, I spit it out, it didn't taste right. The majority is still in the cup.no, I have to go in for test this week and I go to my diabetic doctor today. I am sure when I take it out I don't get it all off and I don't have any problems. I think everything is ok but I just wanted to call, I know people drink bleach and alcohol".